Event description:
It was reported that 3 needle precisionglide 30x1/2in experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: customer related that 3 units of needle was clogged.

Manufacturer narrative:
H.6 investigation summary: 3 photos were provided for evaluation. One photo shows a sealed packaging blister with a needle assembly inside of it. The other two photos show the needle assembly outside the packaging blister having the packaging blister on the side. Additionally, 3 samples were received. They were visually inspected finding no defects. Each of them was connected to a syringe with saline solution. One had no issues expelling the solution; the other two are clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product are automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 needle precisionglide 30x1/2in experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: customer related that 3 units of needle was clogged.

Manufacturer narrative:
Investigation summary: three photos were provided for evaluation. One photo shows a sealed packaging blister with a needle assembly inside of it. The other two photos show the needle assembly outside the packaging blister having the packaging blister on the side. Failure mode could not be verified based on the photos, however, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 3 needle precisionglide 30x1/2in experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: customer related that 3 units of needle was clogged.